Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a low reservoir alarm, but did not alarm when reservoir was empty which caused customer's blood glucose to go high. Customer's blood glucose was not reported. Customer would call back when reservoir goes low to advise if alarm was received.